Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came in for a generator change. During the procedure, it was observed that the right ventricular lead exhibited a high and out of range defibrillation impedance. The lead was capped and replaced on (B)(6) 2021, and there were no patient consequences.